Manufacturer narrative:
This reported event is the same pt involving two separate products and associated with MDR # 1225714-2013-00763.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on or about (B)(6) 2010 after the use of the product.

Manufacturer narrative:
This reported event is the same pt involving two separate products and associated with MDR # 1225714-2013-00763.